Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was exhibiting high capture thresholds. Due to the increased threshold values, a micro-dislodgement was suspected. Surgical intervention was performed to reposition the lead, which was successfully completed. No additional adverse patient effects were reported. This lead remains implanted and in service.